Event description:
The customer reported the system locked up and a reboot cleared the error.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found the dc supply for 5v in the workstation at 5.6vcd. He reset the system to 5.05 and monitored for fluctuation and ac noise. The unit performs as intended.